Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-00915. It was reported the patient had been receiving inadequate therapy/stimulation. An impedance check revealed high impedance. Reprogramming was unable to provide proper therapy. As a result, the patient underwent surgical intervention. During the procedure, one of the patient's leads was found to fractured. In turn, the fractured lead was explanted and replaced. The doctor also electively explanted and replaced the patient's ipg. Surgical intervention resolved the patient's issue. Both leads are being reported as explanted because it is unknown which lead was replaced.